Manufacturer narrative:
Results: bd received (B)(4) samples from the customer facility for investigation. All seven samples were leak tested under pressurized conditions with no defects identified. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Conclusion: CAPA (B)(4) has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the device, 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, is reporting blood leakage from the tubing near the non-patient end of the pbbcs needle. No medical intervention or injury reported.